Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 2atm. The procedure was completed with another of the same device. No patient complications were reported.